Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: 4/7/2021. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: the initial MDR we reported indicated that the lens remains implanted, however with receipt of the device visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Scarce residues of lubricant material was observed on cartridge. The lens was also observed cut. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported was not verified however a lens cut was confirmed. No product deficiency identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review, as the suspect product was returned for product investigation, it was determined that the product did not remain implanted as inadvertently reported in the initial MDR submitted. Therefore, this follow-up correction MDR is being submitted to correct this information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). Lens remains implanted. The device is not returning for evaluation as it remains implanted; therefore, failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis simplicity preloaded intraocular lens (iol) was inserted in the patient left eye and haptic was bent. There was no surgical intervention reported, and there is no indication the lens was removed from the eye, lens remains implanted. Reportedly, the patient has recovered. No further information is available.